Manufacturer narrative:
Concomitant medical products: 419678 lead, (B)(6) 2015, dtma1d4 crt-d, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited no capture and no sensed p waves were visible. It was also reported that the lead dislodged. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.